Event description:
Per the clinic, the patient developed an infection at the implant site due to a scratch. Subsequently, the patient was treated with oral antibiotic and topical steroid for a duration of 10 days (specific date not reported). The implanted device remains.